Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the items were dispensed before being pulled. The technical support specialist (tss) created a backup file and made 3 attempts to review the transaction log, but cabs were in use each time. Upon reviewing the key log, the a and d times aligned with issue attempts where an employee exited mid-transaction on the count back screen. The tss reported that the high number of discrepancy transactions, one employee left the count back screen active, and the next completed it with random quantity. The system functioned as intended after the technical support specialist inspected the issue.

Event description:
It was reported by the customer that when using the bd pyxis¿ medbank mini, items were dispensed before being pulled. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.